Event description:
When screwing the femoral stem extension into the femoral component, the head of the screwdriver broke off and was unable to be retrieved.

Manufacturer narrative:
Pending engineering evaluation.